Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, which was oversensed resulting in fourteen inappropriate device shocks delivered to the patient. The rv pace impedance was noted to be 388 ohms in the month of initial implant approximately seven months ago and recently measured 2944 ohms, which is high out of range. Boston scientific technical services provided guidance to the healthcare provider to use a magnet placed over the device while monitoring the patient with the emergency room physician so the patient does not receive any more inappropriate shocks. It was also noted that the device following physician will be notified about the situation. The rv lead was subsequently explanted and replaced two days later. No additional adverse patient effects were reported.